Event description:
Patient with complaint of shortness of breath, intermittent sub-sternal chest pain and palpitations. Admitted 7/10/97 with pacemaker failure (intermittent non-capture). To or on 7/11/97 for insertion of new ventricular lead via right subclavian v. And intraoperative assessment of existing atrial and ventricular leads (ddd pacemaker). Discharged uneventfully on pod #3.